Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
After further review there was no evidence of noise associated with pacing inhibition. There was an inquiry from the patient regarding the potential effects of an induction oven. At this time, all reasonable evidence does not suggest there has been a device malfunction. The device was subsequently explanted for normal battery depletion and replaced with another ICD. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific received information that this implantable device detected non-medical electromagnetic interference (emi). The patient contacted boston scientific technical services reporting pacing inhibition and feelings of faintness. Currently this device remains implanted and in service. No adverse patient effects reported.